Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent and broken cannula or to determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's mother reported the following blood glucose and insulin bolus sequence (no times were given) for her son on (B)(6): bg (mg/dl): 289, bolus (u): 2, bg (mg/dl): 266, bolus (u): 1.35, bg (mg/dl): 239, bolus (u): 6.65, bg (mg/dl): 262, bolus (u): 6.40, bg (mg/dl): 333, bolus (u): 2.05. The pod was removed after less than a day and the cannula was broken and bent in half. There was blood in the cannula as well.